Event description:
It was reported that the patient underwent a surgical procedure to replace this ams 700 cx inflatable penile prosthesis (ipp) due to ongoing pain. The existing ipp was removed and replaced with an ambicor penile prosthesis (app). It was noted that there were no functional issues with the explanted device and, as such, will not be returned for analysis. No additional patient complications were reported.